Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.date of death estimated as (B)(6) 2013.date of event estimated as (B)(6) 2013.date of implant estimated as (B)(6) 2009.the myocardial infarctions and stenosis mentioned will be reported under a separate medwatch report.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of death, as listed in the coronary stent system multi-link vision, rx & otw instructions for use is a known patient effect that may be associated with the use of the device. Based on the information reviewed, there is no indication of a product deficiency.(B)(4).

Event description:
It was reported through a research article identifying vision stents that may be related to the following: of the 826 basket population, there were 129 deaths. From this population, 339 consented to continue in the trial for myocardial perfusion scintigraphy (mps). Of these 339, during the 3-5 year follow-up period, there were 55 patients that experienced major adverse cardiac events (mace). There were 14 deaths; 7 cardiac and 7 non-cardiac. Additionally, other mace that occurred: 18 myocardial infarctions and 47 revascularizations (percutaneous coronary intervention 38, surgical intervention 9). Specific patient information is documented as unknown. Details are listed in the attached article, titled: prognostic value of routine cardiac stress imaging 5 years after percutaneous coronary intervention. The prospective long-term observational (B)(6) late imaging study.